Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported via online submission (B)(4) "a left side baker grade iii/IV capsular contracture." Device has been explanted. Left side.

Event description:
Healthcare professional reported via online submission (B)(6) "a left side baker grade iii/IV capsular contracture." Device has been explanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the device was performed and identified: weight within specification, flat creases, deformation, wear abrasion. Based on the device analysis, the final assessment is: no issues found related to the manufacturing process.